Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge was filled with 150 units of insulin. Customer's blood glucose was 333 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.